Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr resurfacing system - right. Update: amended primary surgery date and added product. Received: august 22nd 2012. 2nd of 2 revisions - please see (B)(4) for 1st revision. Update: amended implant date. Received: august 30th 2012. Cup implanted (B)(6) 2004. Head implanted (B)(6) 2005. Reason(s) for revision: pain. Update: reason for revision added as per update email 05 dec 2012. Update: product (stem) added as per update email 06 dec 2012. Update 16 sept. 2015: added doi, added stem lot number and manufacture and expiry dates for products. For 1st revision see (B)(4) where original implant date has been updated. Updated file handler details. Taken from claimsuite update 16 sept. 2015.